Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that conductor fracture was noted on the right ventricular lead. On (B)(6) 2018 the lead was capped and replaced. On (B)(6) 2018 the lead was explanted. The patient's condition was stable. No further information was reported.